Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot #: unknown. Device manufacture date: unknown. Bd received 3 photos from the customer facility for investigation. Based on the evaluation of the photos, bd pas observed that the flash-back chamber was full of blood. Evidence of blood leakage was also observed. A manufacturing device history record review of the incident product could not be performed as the lot number was not available for review during the investigation. An absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while a patient was getting blood drawn, a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in filled with blood and then the hub filled with blood. The blood spilled all over the health care worker. It was reported that the blood poured out of the needle. No serious injury or medical intervention reported.